Manufacturer narrative:
One pump was returned for analysis in used condition. The field observation was verified. It was found that the printed wire assembly board was causing the beeping. The printed wire assembly board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the printed wire assembly board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited continuous beeping while in use. Troubleshooting was unable to resolve the issue. The pump was changed and there was no significant interruption in therapy. No adverse patient effects were reported.